Event description:
Following 2 unsuccessful cavity integrity assessment (cia) tests in a uterus distorted by a fibroid (size unk) during a novasure endometrial ablation the physician re-sounded the cavity with a metal sound and "felt there was a perforation because there was a discrepancy in length". A laparoscopy was done and the perforation was located in the fundal area and was cauterized. The pt was discharged home following a brief recovery period. On (B)(6) 2011, the physician reported the pt has been seen on follow-up and "she is doing fine". A dilatation and curettage (d&c) and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is received and eval completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. According to the instructions for use (IFU) precautions: the safety and effectiveness of the novasure system has not been fully evaluated in pts: with submucosal fibroids that distort the uterine cavity. (B)(4).